Event description:
Caller states that the customer had a hypoglycemic event that required medical intervention. Prior to the event, the customer's blood glucose reading was 128 mg/dl. About 4-5 hours later, her reading was 187 mg/dl. The customer then took anti-diabetic medications and went to bed. About 2 hours later, the customer became very confused and started sweating, and briefly lost consciousness. The caller took the customer's blood glucose value and obtained a reading of 245 mg/dl. The paramedics were called and arrived, and testing the customer at 36 mg/dl approximately 15 minutes after the reading of 245 mg/dl. The customer was treated with an IV (unknown contents) and transported to the hospital. The customer was released 6 hours later and now feels better. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). Evaluation results: product meets reliability data. Abbott laboratories received an initial customer complaint alleging the cell-dyn instrument did not signal a waste full alarm. Although the original part for this event could not be investigated, the investigation of the reported issue determined that the part was in use greater than 2 years. The investigation into returned parts from the field showed that all have been in use greater than 2 years. In-house investigation of the returned parts could not reproduce the occurrence of the initial complaint. There exists a potential for the waste container to overflow with liquid waste when the waste sensor fails at the end of its life cycle. The waste outlet tube assembly (ln 92161-02) has a long history of being reliable. There have been no trends in the performance of this part from a reliability perspective. It has consistently met reliability expectations. The waste outlet tube assembly has been on the market for over 10 years, and meets reliability expectations for the cell-dyn 1800 instrument. It can be used on multiple cell-dyn instrument models. A review of the cell-dyn 1800 system operator's manual, list number 07h80-01, revision e, showed adequate coverage of biohazard exposure and waste overflow as well as troubleshooting information. The waste outlet tube assembly is performing as designed. The reliability was determined to be acceptable, and the product is meeting expected safety performance as established in the product risk management file. Although the waste outlet tube assembly meets the reliability requirement, there exists a potential for the waste container to overflow with liquid waste if the product fails at the end of its life expectancy. This is the final report.

Manufacturer narrative:
(B)(4). Evaluation, results (B)(4): other, product meets reliability data. Abbott laboratories received an initial customer complaint alleging the cell-dyn instrument did not signal a waste full alarm. Although the original part for this event could not be investigated, the investigation of the reported issue determined that the part was in use greater than 2 years. The investigation into returned parts from the field showed that all have been in use greater than 2 years. In-house investigation of the returned parts could not reproduce the occurrence of the initial complaint. There exists a potential for the waste container to overflow with liquid waste when the waste sensor fails at the end of its life cycle. Based on the intended use, this part will wear out and need periodic replacement as it is in contact with biohazard material and customer usage/handling. It can be used on multiple cell-dyn instrument models. No preventive maintenance schedule was in place. A review of the cell-dyn system operators manuals showed adequate coverage of biohazard exposure and waste overflow as well as troubleshooting information for potential causes. The waste outlet tube assembly is performing as designed. The reliability and safety issues were determined to be within established frequency. A health hazard assessment (hha) determined a low health risk, which is consistent with the risk management file associated with the product although, the waste outlet tube assembly meets the reliability requirement, there exist a potential for the waste container to overflow with liquid waste if the product fails at the end of its life expectancy. The waste outlet tube assembly part life expectancy of 2 years is not currently in our product labeling. The preventive action will involve a label change for the waste outlet tube assembly. We are changing our labeling to have a part replacement schedule of 6 months, so parts are replaced prior to the end of the 2-year life failure. This will help prevent overflow issues caused by end of life part failure. This is the final report.

Manufacturer narrative:
(B)(4). An expanded investigation has been conducted to evaluate this issue. The investigation of the returned parts from the field showed that the part has been in use greater than two years. Although, the waste outlet tube assembly meets the reliability requirement, this part will wear out and there exists a potential for the waste container to overflow with liquid waste when the waste sensor fails at the end of its life cycle. Therefore; the part will need periodic replacement as it is in contact with biohazard material and customer usage/handling. The part can be used on multiple cell-dyn instrument models.a review of the cell-dyn system operators' manuals showed adequate coverage of biohazard exposure and waste overflow as well as troubleshooting information for potential causes. Abbott recommended a replacement schedule for the waste line assembly for the cell-dyn systems. The waste bottle cable is a subcomponent of the waste line assembly, changing the waste line assembly will result in changing the waste bottle cable.as part of the corrective action, a product correction letter, fa30nov2009, was issued to all affected customers. In this communication, abbott recommended replacing the part every six months. An update to the product labeling will be added as well with regards to this recommendation. A tag that can be affixed to these items was sent with the customer letter. This tag includes fields to record installation and replacement dates. The tags will also be introduced into replacement assemblies.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted with the investigation is complete.

Manufacturer narrative:
(B)(4), evaluation results (other: product meets reliability data)after further review, it was determined that this complaint is associated with fa30nov2009, rcr number of 2919069-12/1/09-005-c.an investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that the waste container on the cell-dyn 1700 analyzer overflowed and the analyzer did not indicate a waste full alarm. The customer technical advocate had the customer clean and reseat the waste sensor plug and then simulate a waste full condition test. The test failed to produce waste full alarm. A waste sensor assembly was sent to the customer. Replacing the waste outlet tube resolved the issue. There was no injury or exposure reported due to this issue and no impact to pt management reported.

Event description:
Customer received discrepant creatinine results for 10 pt samples that have occurred over the last month. The following 8 pt examples provided were discrepant. Samples are drawn in bd vacutainer, pst lithium heparin sample tubes and run from the primary tube. Units of measure not provided for creatinine results sample 1, initial result on (ppe) module gave 143; repeated twice on another module (pe) gave 59.5 and 59.7. Sample repeated a third time by the initial module (ppe) gave 60.4. Sample 2, on (B) (6)2009 initial result on (pe) module gave 147; repeated twice giving 79.3 on (pe) module and (ppe) module. Sample 3, on (B) (6)2009 initial result on (pe) module gave 49.2; repeat gave 106.6. Sample 4, on (B) (6)2009 initial result on (pe) module gave 66.9; repeat twice giving 144.5 on (pe) module and 152.7 on (ppe) module. On (B) (6)2009 sample 5, initial result on (pe) module gave 105.4; repeated twice giving 235 on (pe) module and 240 on (ppe) module. Sample 6, initial result on (pe) module gave 47.9; repeat gave 108.4. On (B) (6)2009 sample 7, initial result gave 66.7; repeat gave 129.8. Sample 8, initial result gave 30.7; repeat gave 95.2. No info was provided to determine if erroneous results were reported or if pts were adversely affected. If add'l info is received, appropriate notification will be provided.